Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2013. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established. The patient expired on (B)(6) 2020 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. No additional information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Due to hospital policy, no other information was provided.